Event description:
The article presents a new design strategy to improve the flexibility and strength-to-weight ratio of polymeric stents. The proposed design introduces a variable-thickness (vt) stent that outperforms conventional polymetric stents with constant thickness (CT). While polymetric stents offer benefits likely flexibility and bioabsorption, their mechanical strength is lower compared to metal stents. The article mentions absorb bvs, stating that increased strut thickness is associated with a higher risk of late thrombotic stenosis. The article concluded that the vt stent offers significant improvements compared to a CT stent in bending stiffness, reduced plastic strain distribution of expansion, and increased radial strength. Details are listed in the attached article, titled " enhancing flexibility and strength-to-weight ratio of polymeric stents: a new variable-thickness design approach.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of stenosis is listed in the absorb bioresorbable vascular scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event will be estimated as 1/01/2018. D4 - the UDI is not known as the part and lot number were not provided. D6a: date of implant will be estimated as (B)(6) 2017. Literature attachment: article titled; " enhancing flexibility and strength-to-weight ratio of polymeric stents: a new variable-thickness design approach.¿ no additional information was provided.